Manufacturer narrative:
The product is being returned for analysis, however, it has not been yet received. Additional information will be submitted within 30 days of receipt.

Event description:
During the use of a saber balloon catheter (6mm x 20mm) it was reported that apparently "when loading the balloon wire¿ it was noticed that the tip of the balloon bent. The physician touched the tip and it came off. There was no report of patient injury. The product is available for analysis.